Event description:
An advocate from germany tested her child's blood glucose using 2 contour link meters and received readings of 58 and 130mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. The customer has a new meter.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.